Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No unexpected a21 alarms noted during our testing. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported that the customer received excessive unexpected restart alarms. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.